Manufacturer narrative:
The t:slim pump user guide states that a resume pump alarm will occur if insulin delivery is stopped for more than fifteen minutes. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a resume pump alarm. The customer's blood glucose level was approximately 300 mg/dl at the time of the alarm and was addressed with insulin injections. The customer discontinued use of the pump. The customer could not recall what operation was being performed with the pump prior to the alarm. Tandem technical support reviewed the resume pump alarm feature with the customer. The customer indicated that the pump supplies would be changed and the use of the pump would be resumed.